Event description:
It was reported that the patient programmer only allowed the patient to decrease but not increase the device settings. Patient stated they were told the device would last at least 5 years but only lasted two. Further info is being requested from the healthcare professional.

Manufacturer narrative:
(B) (4)